Manufacturer narrative:
The index procedure was an elective case. Two (2) lesions were treated during the index procedure. Lesion #1-1: the target lesion was the distal rca. The lesion was reported to be: de novo, concentric, 10 mm in length, vessel diameter of 2.5 mm, and type a. The lesion was pre-dilated with a 2.5 x 20 mm balloon for 15 sec. A cypher 2.5 x 18 mm stent (stent #1) was implanted at 16 atm for 20 sec. The stent was not post-dilated. Lesion #1-2: the target lesion was the mid rca. The lesion was reported to be: de novo, concentric, 10 mm in length, vessel diameter of 3.0 mm and type a. The lesion was pre-dilated with a 3.0 x 20 mm balloon at 12 atm for 15 sec. A cypher 3.0 x 18 mm stent (stent #2) was implanted at 16 atm for 20 sec. The stent was not post-dilated. There was a gap between the two (2) implanted cypher stent. Ivus was not done for either stent. The residual stenosis for both lesions was 0%. The flow before and after the procedure was timi 3 for (both lesions). An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. The report received indicated that a female patient with a medical history of angina had two (2) cypher stents implanted electively. The stents were implanted in the mid and distal right coronary artery (rca) with a gap between them. Approximately thirty-three months after the index procedure, the patient complained of exertional chest pain and was admitted to the hospital. The patient was found to have a very late thrombosis (vlt) of the 3.0 x 18 mm cypher stent implanted in the mid rca. The 2.5 x 18 mm cypher stent implanted in the distal rca was found to be patent by collateral circulation. The thrombotic event was treated by balloon angioplasty. During this treatment, a thrombus embolized the distal cypher stent. This was treated by aspiration of the thrombus. The physician related the embolization to the balloon catheter and not the cypher stent. The physician commented that the patient's constitution might be a possible cause of the thrombotic event. Thrombosis is a known complication of coronary stenting. The patient's advanced age puts her at increased risk for a mace event. The patient continued on dual antiplatelet therapy of aspirin 80 mg/day and ticlopidine hydrochloride 200 mg/day since the index procedure. The product remains implanted in the patient and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. Based on the available information, there are patient factors that may have contributed to this adverse event. Please note that this is the initial/final report for this product.

Event description:
The report received from the affiliate indicated that approximately thirty-three (33) months after the index procedure, the patient complained of chest pain on exertion and went to the hospital. Coronary angiography was done and thrombus was observed in the previously implanted cypher 3.0 x 18 mm stent in the mid right coronary artery (rca) target lesion. This was the second (2nd) of two stents implanted during the index procedure. The other (1st) cypher stent implanted in the distal rca target lesion during the index procedure was confirmed to be patent by collateral circulation. The very late thrombosis (vlt) was treated by balloon angioplasty (poba). After the angioplasty, thrombus embolized distally to the other previously implanted cypher stent in the distal rca lesion. Aspiration of the thrombus in the distal rca stent was conducted. The patient was reported to be recovered and was discharged from the hospital nine(9) days after the event. The physician's comment regarding the thrombotic event was that it might be due to the patient's constitution.